Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It as reported that the patient underwent a heart transplant on (b)(6 2017. The patient was listed as 1a status due to history of pump thrombus. The patient developed signs for thrombus again, with a positive ramp study and increased lab results including elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin (hgb). No additional information provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) found a deposition in the pump outlet stator. The pump was returned assembled with the driveline (dl) cut approximately 1 inch from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft, outflow graft bend relief, and outflow elbow were returned attached to the pump's outlet port. Examination of the pump blood-contacting surfaces found a small, white, tissue-like deposition within the proximal side of the outlet stator. The deposition was loosely seated between the outlet bearing and one of the stator blades and did not show lamination or denaturing, indicating that the deposition did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the deposition was not likely present while the pump was operating. The origins of the deposition could not be conclusively determined. The evaluation could not conclusively correlate the observed deposition to the reported increases in lactate dehydrogenase (ldh) and plasma free hemoglobin or the positive ramp study. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.